Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a functional falloff test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed a falloff test. The cause for the falloff failure was isolated to a defective microcontroller u713 on the dn pca board. Pins 7 and 29 on u713 were shorted, and pins 31, 37, 38, 43, and 55 were out of tolerance. The root cause for the defective u713 component could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.